Event description:
It was reported by service report that the pt left toprail was broken in half and the siderail could not be locked in the up position. No pt involvement or adverse consequences are reported.